Event description:
(B)(6). No injury alleged. Malfunction alleged. Customer alleged that the wheels were bent inward. MDR filed. This chair was given to the patient as a loaner. This chair was not properly fitted for the patient causing her to fall out of the chair. The patient did not suffer any physical injury when this occurred.